Event description:
The customer reported that the tubing came apart then leaked at the port during an infusion of normal saline. There was no patient harm. Although requested, no further information has been received.

Manufacturer narrative:
The photo provided by the customer shows separation from the tubing to the inlet port of the smartsite. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that the tubing came apart then leaked at the port during an infusion of normal saline. There was no patient harm. Although requested, no further information has been received.